Manufacturer narrative:
(B)(4). Alleged failure: it was alarming, activating during the case. When it was not in use. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be inadequate gluing operations. Excessive force applied when used, stuck button, user accidentally submerges device in saline the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was continuously activating. No surgical delay was reported and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device was continuosly activating. No surgical delay was reported and the procedure was completed successfully.